Manufacturer narrative:
(UDI) and (510k) are unknown; no additional information was provided. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Sample received consisted of thirty (30) products, in used conditions without their original packaging. The samples were visually inspected at a distance of 12 inches under normal lighting in order to detect any damage on the unit; the samples have a light yellow color. The root cause could not be determined. It is unlikely that the discoloration was caused in the manufacturing process; the most probable cause is that the discoloration was caused after the product left the manufacturing facilities. Action(s) taken to mitigate the reported issue(s): no further actions were taken.

Event description:
It was reported that when the box was opened, the masks were found to be yellow. No patient injury was reported.